Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had gone bad. It was later reported that the lead was suspected to have been fractured for several years and the impedance measurements were greater than 2500 ohms. During a normal device replacement procedure, the impedance measurements were 1200 ohms when testing the lead with the pacing system analyzer (psa). The lead remains implanted with the new device. No adverse patient effects were reported.